Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2020. The caller indicated they were still waiting on the results for the cause of death. The caller did not indicate any health issues or illnesses that may have contributed to the passing. The customer's blood glucose was unknown at the time of death. The caller indicated the customer was wearing the insulin pump at the time of passing. The caller indicated the customer had reported having a low blood glucose of unknown value and not feeling well on thursday, (B)(6) 2020. The caller indicated that customer went to bed and did not report to work on friday, (B)(6) 2020. The customer's boss went to the customer's home and found the customer deceased on the couch. The caller did not know if the customer was wearing sensors. The caller stated the insulin pump was not retrieved after patient passed and was not available to be returned.